Event description:
The customer reported that the system would produce fluoroscopy x-ray without command. However, there was no pt involvement associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to working as intended and put back into service.